Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the end-user reported experiencing a low blood glucose (bg) event with a nadir of 40 mg/dl. The user stated they did not hear the low bg alert. They were treated with baqsimi nasal spray. Ems was called but the user declined treatment upon arrival. The ilet alarm history confirmed a low bg alert occurred. The user has since recovered without hospitalization.